Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient was hospitalized in (B)(6) for diabetic issues. The patient reportedly was unresponsive for 3 days due to issues with high blood glucose (bg). The patient reportedly was disconnected from the pump at the hospital. The patient reportedly was treated for the high bgs and for hypertension and was still having issues with high bgs. It was also noted that the patient had a mini stroke. There were reportedly no dates given as to when the patient was hospitalized. There was reportedly no additional information regarding the patient's hospitalization or how the patient was treated. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy. It was unknown what caused the patient's bg excursion at that time or if the pump was a contributing factor.